Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the jaw of the er320 broke and fell into the pt. It was retrieved from the pt. Another er320 instrument was used to complete the case.